Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas and noted having eaten a piece of cake. Symptoms included an elevated blood glucose level, with insufficient clinical detail available. Outcomes included an undetermined impact due to insufficient information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed insufficient information regarding a specific medical device problem or device component involvement, and no investigation findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.